Manufacturer narrative:
Non-warranty unit; serviced by customer.

Event description:
The customer reported the ventilator would not identify that ac power was connected when the power cord was plugged in. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer contacted the manufacturer's product support, and upon evaluation of the power cord noted that it was damaged. The customer replaced the power cord to complete the repair. The power cord was returned to the manufacturer for analysis and it was reported that there was internal sparking, and the posts were severly bent showing signs of abuse.